Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, product type: screening device; product ID: 306001, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown ; product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that their leaks and urgency were increasing/getting worse. They thought the lead may have moved. They mentioned a burning sensation at where the leads were. Contributing factors and actions/interventions were unknown. The issues were not resolved at the time of the report.